Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post surgery, the patient had excessive bleeding that resulted in a hematoma. The patient stayed additional days in the hospital to monitor the hematoma. The hematoma was later removed from underneath the device and the device remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.